Event description:
Sfa arthrectomy procedure: 300mm long total occlusion within the proximal section was a stent that appeared to have a strut fracture. The physician was able to wire total occlusion and attempted to place the spiderx distal to the occlusion over the wire. They reach a point where the catheter would no longer track over the wire. It appeared like the exit port for the wire was in the area of the stent that was in question for the fracture. They tried to retrack the catheter, but it would not move. The catheter snapped and remained on the wire inside the occlusion. At that point, a .035 guidewire was advanced through the lesion as a buddywire and a snare catheter was tracked over the .035 wire. Then the snare was looped around the nitrex wire, brought back to where the spiderx catheter was, and the snare catheter was brought over the nitrex wire through the sheath and out of the body. At this point, an angio was taken to confirm the catheter was completely removed. A second 5mm spiderx was advanced into position without any incident through a quick cross catheter. The procedure was continued with a positive result. No pt injury was reported.